Manufacturer narrative:
Complaint reference: case: (B)(4).

Event description:
It was reported that a revision surgery was performed on (B)(6) 2021 because of patella maltracking and loosening. Patella was resurfaced and an oval 35mm resurfacing patellar component was implanted instead.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So, the reported event could not be confirmed. A medical investigation was conducted and per complaint details, a revision surgery was performed due to ¿maltracking & loosening of patella¿. Per correspondence, the surgeon did not require a report. It was communicated that no consent was received for the requested clinical documentation and/or the information was not available for inclusion in the medical investigation. Reportedly, the ¿maltracking & loosening of patella¿ was the root cause of the event; however, this could not be confirmed or concluded based on the limited information provided. The patient impact beyond the reported clinical findings and the patellar revision procedure could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.